Manufacturer narrative:
(B)(4).

Event description:
It was reported crosstalk was seen on the realtime egm. The clinician will not make any changes to the device at this time and will continue to monitor the patient. The patient was asymptomatic.